Event description:
The pt received her scs system on (B)(6) 2005. It was reported that the pt was experiencing discomfort at the ipg pocket site and will meet with her doctor. Follow up on the pt found that the issue resolved itself. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.